Event description:
(B)(4). Pain, bloat, metallic taste in mouth, heavy periods with blood clots, headaches, joint pain, painful sex. All lab work has been normal, and have a consult for coils to be removed.